Event description:
Reporter stated that pt's device was out of insulin and it did not generate an alarm. Upon further inspection, it appeared that the device was "dead." Patient tried new battereis, but device still did not work. Pt's blood glucose increased to 230 mg/dl. Patient switched to back-up device -- blood glucose is returning to normal. No treatment was received.